Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units battery was not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge fse was dispatched to evaluate the unit and found that problem with the both batteries. To fix the issue the fse replaced both batteries in the unit with new one as per customer po. The fse then performed all functional and safety tests. The unit passed all tests performed and was returned to the customer.